Event description:
The complainant stated that the head of the bed drifts down.

Manufacturer narrative:
The technician tested the head section for drift with 200lbs of weight and could not duplicate the alleged malfunction. The technician performed an operation check and found the bed functioning properly.